Event description:
Rn attempted to discontinue PICC line to right arm. Rn removed dressing and started to discontinue line. Rn removed approximately 10" without difficulty. Then slight resistance felt, arm repositioned and line further discharged without difficulty. Line then snapped and retracted into client's arm. Tourniquet placed, client transported to hospital via ambulance. Client then taken to or to have remaining line surgically removed.